Event description:
It was reported that patient presented to clinic for follow up. Device interrogation revealed high pacing impedance on the atrial lead. The atrial lead is fractured. The physician elected to explant and replace the atrial lead. The patient condition was stable.